Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the patient presented with a superficial femoral artery (sfa) chronic total occlusion (cto). The ht connect wire advanced without any unusual resistance. During advancement the operator was spinning the wire at the cto when the wire's tip separated into two pieces. The separated portion was in the sub-intimal plane and unable to be retrieved. As treatment, the vessel was stented at the wire separated potion, apposing the separated wire to the vessel wall. A non-abbott device (cordis bypass) was used in replacement ant a non-abbott wire was able to advance the cto. There was no adverse patient sequel reported. No additional information was provided regarding the issue.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that the patient presented with a superficial femoral artery (sfa) chronic total occlusion (cto). The ht connect wire advanced without any unusual resistance. During advancement the operator was spinning the wire at the cto when the wire's tip separated into two pieces. The separated portion was in the sub-intimal plane and unable to be retrieved. As treatment, the vessel was stented at the wire separated potion, apposing the separated wire to the vessel wall. A non-abbott device (cordis bypass) was used in replacement ant a non-abbott wire was able to advance the cto. There was no adverse patient sequel reported. No additional information was provided regarding the issue.